Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating. User rebooted the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer instructed the customer on checking the ethernet cable connection. The customer was able to reseat the cable connection. Rebooted the medication station and confirmed it was back online afterward. The system functioned as intended after the field service engineer repaired the device.